Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the back-therapy pads from the lifevest. The patient described the skin irritation as bleeding, itchy, and broken skin. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient was prescribed triamcinolone for her skin irritations and her physician advised her to return the lifevest. The patient reported that her skin irritation has improved.